Manufacturer narrative:
Final analysis found that the insulation was abraded at 15.1 cm to 15.4 cm from the connector pin. This likely caused the complaint of noise reported in field.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise. Other electrical measurements were in range. The lead was explanted and replaced. The patient tolerated the procedure well and would be followed normally.